Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)') in an adolescent female patient who had essure (ess205) (batch no. 623645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulties placing the essure device". The patient's medical history included gallbladder removal. Concurrent conditions included obesity, anemia, carpal tunnel syndrome, diabetes and pelvic adhesions. Concomitant products included calcium, ezetimibe (zetia), insulin glargine, iron, nsaids, omeprazole, paracetamol (acetaminophen), pioglitazone hydrochloride (actos), sitagliptin phosphate (januvia), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2007, the patient had essure (ess205) inserted. In july 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), depression ("deprepsychological or psychiatric problems ¿ depression"), anxiety ("mental anguish") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). In july 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In december 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilatation and curettage, hysteroscopy and endometrial ablation and supracervical hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, depression, anxiety, migraine and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left :eight coils visualized right :two coils visualized discrepancy noted:plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia ,pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adolescent female patient who had essure (ess205) (batch no. 623645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulties placing the essure device". The patient's medical history included gallbladder removal. Concurrent conditions included obesity, anemia, carpal tunnel syndrome, diabetes and pelvic adhesions. Concomitant products included calcium, ezetimibe (zetia), insulin glargine, iron, nsaids, omeprazole, paracetamol (acetaminophen), pioglitazone hydrochloride (actos), sitagliptin phosphate (januvia), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmennorhea (cramping)"), fatigue ("fatigue"), depression ("deprepsychological or psychiatric problems ¿ depression/psychological injury"), anxiety ("mental anguish/psychological injury") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (dilatation and curettage, hysteroscopy and endometrial ablation and supracervical hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, dyspareunia and anaemia had resolved and the vaginal haemorrhage, fatigue, depression, anxiety, weight increased, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left :eight coils visualized. Right :two coils visualized. Discrepancy noted:plaintiff did not undergo essure confirmation test. Received treatment for pain, bleeding : yes, psychological injury : no she received treatment for events pain and bleeding, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia , pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff info form received. Added event post procedural complication. Outcome of events pelvic pain and dyspareunia, dysmenorrhoea, menorrhagia, migraine, anaemia was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adolescent female patient who had essure (ess205) (batch no. 623645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulties placing the essure device". The patient's medical history included gallbladder removal, cholecystectomy and gastric bypass. Concurrent conditions included obesity, anemia, carpal tunnel syndrome, diabetes and pelvic adhesions. Concomitant products included calcium, ezetimibe (zetia), insulin glargine, iron, nsaids, omeprazole, paracetamol (acetaminophen), pioglitazone hydrochloride (actos), sitagliptin phosphate (januvia), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmennorhea (cramping)"), fatigue ("fatigue"), depression ("deprepsychological or psychiatric problems ¿ depression/psychological injury"), anxiety ("mental anguish/psychological injury") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In december 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (dilatation and curettage, hysteroscopy and endometrial ablation and supracervical hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on 10-dec-2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, dyspareunia and anaemia had resolved and the vaginal haemorrhage, fatigue, depression, anxiety, weight increased, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left :eight coils visualized right :two coils visualized discrepancy noted:plaintiff did not undergo essure confirmation test. Received treatment for pain, bleeding : yes, psychological injury : no she received treatment for events pain and bleeding, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia ,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: medical records received- reporter information and medical history were added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia) menorrhagia (heavy menstrual bleeding)'). In an adolescent female patient who had essure (ess205) (batch no. 623645), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use. "Had difficulties placing the essure device". The patient's medical history included: gallbladder removal. Concurrent conditions included: obesity, anemia, carpal tunnel syndrome, diabetes and pelvic adhesions. Concomitant products included: calcium, ezetimibe (zetia), insulin glargine, iron, nsaids, omeprazole, paracetamol (acetaminophen), pioglitazone hydrochloride (actos), sitagliptin phosphate (januvia), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmennorhea (cramping)"), fatigue ("fatigue"), depression ("deprepsychological or psychiatric problems: depression/psychological injury"), anxiety ("mental anguish/psychological injury"). And migraine ("migraines/headaches"). And was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (dilatation and curettage, hysteroscopy and endometrial ablation and supracervical hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, dyspareunia and anaemia had resolved. And the vaginal haemorrhage, fatigue, depression, anxiety, weight increased, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left: eight coils visualized. Right: two coils visualized. Discrepancy noted: plaintiff did not undergo essure confirmation test. Received treatment for pain, bleeding: yes. Psychological injury: no. She received treatment for events pain and bleeding, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 36.1 kg/sqm. Hysterosalpingogram: on an unknown date, the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia ,pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff info form received: added event: post procedural complication. Outcome of events: pelvic pain and dyspareunia, dysmenorrhoea, menorrhagia, migraine, anaemia was updated as recovered. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adolescent female patient who had essure (ess205) (batch no. 623645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulties placing the essure device". The patient's medical history included gallbladder removal. Concurrent conditions included obesity, anemia, carpal tunnel syndrome, diabetes and pelvic adhesions. Concomitant products included calcium, ezetimibe (zetia), insulin glargine, iron, nsaids, omeprazole, paracetamol (acetaminophen), pioglitazone hydrochloride (actos), sitagliptin phosphate (januvia), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("deprepsychological or psychiatric problems ¿ depression/psychological injury"), anxiety ("mental anguish/psychological injury") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (dilatation and curettage, hysteroscopy and endometrial ablation and supracervical hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, dyspareunia and anaemia had resolved and the vaginal haemorrhage, fatigue, depression, anxiety, weight increased, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left :eight coils visualized right :two coils visualized discrepancy noted:plaintiff did not undergo essure confirmation test. Received treatment for pain, bleeding : yes, psychological injury : no she received treatment for events pain and bleeding, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff info form received. Added event post procedural complication. Outcome of events pelvic pain and dyspareunia, dysmenorrhoea, menorrhagia, migraine, anaemia was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adolescent female patient who had essure (ess205) (batch no. 623645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulties placing the essure device". The patient's medical history included gallbladder removal. Concurrent conditions included obesity, anemia, carpal tunnel syndrome, diabetes and pelvic adhesions. Concomitant products included calcium, ezetimibe (zetia), insulin glargine, iron, nsaids, omeprazole, paracetamol (acetaminophen), pioglitazone hydrochloride (actos), sitagliptin phosphate (januvia), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depre psychological or psychiatric problems ¿ depression/psychological injury"), anxiety ("mental anguish/psychological injury") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (dilatation and curettage, hysteroscopy and endometrial ablation and supracervical hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, dyspareunia and anaemia had resolved and the vaginal haemorrhage, fatigue, depression, anxiety, weight increased, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left :eight coils visualized. Right :two coils visualized. Discrepancy noted:plaintiff did not undergo essure confirmation test. Received treatment for pain, bleeding : yes, psychological injury : no she received treatment for events pain and bleeding, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adolescent female patient who had essure (ess205) (batch no. 623645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulties placing the essure device". The patient's medical history included gallbladder removal. Concurrent conditions included obesity, anemia, carpal tunnel syndrome, diabetes and pelvic adhesions. Concomitant products included calcium, ezetimibe (zetia), insulin glargine, iron, nsaids, omeprazole, paracetamol (acetaminophen), pioglitazone hydrochloride (actos), sitagliptin phosphate (januvia), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2007, the patient had essure (ess205) inserted. In july 2007, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("deprepsychological or psychiatric problems ¿ depression/psychological injury"), anxiety ("mental anguish/psychological injury") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anaemia ("anemia"). The patient was treated with surgery (dilatation and curettage, hysteroscopy and endometrial ablation and supracervical hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, depression, anxiety, migraine, weight increased, abdominal pain, dyspareunia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left :eight coils visualized right :two coils visualized discrepancy noted:plaintiff did not undergo essure confirmation test. Received treatment for pain, bleeding : yes, psychological injury : no diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia ,pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event : abdominal pain, dyspareunia (painful sexual intercourse), anemia were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)') in an adolescent female patient who had essure (ess205) (batch no. 623645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulties placing the essure device". The patient's medical history included gallbladder removal. Concurrent conditions included obesity, anemia, carpal tunnel syndrome, diabetes and pelvic adhesions. Concomitant products included calcium, ezetimibe (zetia), insulin glargine, iron, nsaids, omeprazole, paracetamol (acetaminophen), pioglitazone hydrochloride (actos), sitagliptin phosphate (januvia), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("mental anguish") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilatation and curettage, hysteroscopy and endometrial ablation and supracervical hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, depression, anxiety, migraine and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left: eight coils visualized. Right: two coils visualized. Discrepancy noted: plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received. Reporters information updated. Lot number was added. Event : physical pain/pelvic pain were updated. New event:abnormal bleeding (vaginal, menorrhagia); dysmenorrhea; fatigue; migraines/headaches; psychological or psychiatric problems ¿ depression and mental anguish; weight gain , had difficulties placing the essure device were added. Medical history , concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.